Event description:
It was reported that bd autoshield¿ duo safety pen needle was loose. This was discovered during use. The following information was provided by the initial reporter: the complainant reported that the needle loosens from the applicator and needs to force the applicator into the skin to be able to apply. Also, she said this is causing small bruises on her skin.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for separates & harm. H3 other text : see h.10

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd autoshield¿ duo safety pen needle was loose. This was discovered during use. The following information was provided by the initial reporter: the complainant reported that the needle loosens from the applicator and needs to force the applicator into the skin to be able to apply. Also, she said this is causing small bruises on her skin.